Event description:
It was reported that the rv lead was explanted due to 'multiple firings' that resulted from an apparent lead fracture. No further patient complications were reported as a result of this event. Further information recieved indicates that the patient presented to the ER with 6 shocks. Noise and oversensing were noted.

Event description:
It was reported that the rv lead was explanted due to 'multiple firings' that resulted from an apparent lead fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The sprint fidelis lead model is included in a field advisory.